Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a procedure on (B)(6) 2022. During the procedure, the biopsy cap broke inside the patient. It was unknown how the biopsy cap was retrieved and how the procedure was completed. There were no patient complications reported as a result of this event. Photos were provided by the customer and showed part of the seal biopsy valve broken off. No further information has been obtained despite good faith efforts.